Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient had the device explant on (B)(6) 2021 to address the pain around the implant, but the patient had not followed up with the surgeon since their surgery so it was unknown if the pain had resolved. However, it was indicated that the patient had not called in since their surgery, so per the office, the patient was probably doing better with respects to the pain. It was reported that they would know for certain once they saw the patient in the office. It was indicated that the cause of the patient not being able to charge was due to the patient stating that ¿they had no power in their home to charge their programmer to be able to charge the ins¿. They stated that the patient also did not want to charge their device anymore as they wanted it out. They stated that charging pressed against the painful area which also deterred them from charging. The patient¿s weight at the time of the event was unknown. It was indicated that the surgeon did not request a return or analysis and the customer discarded the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had increased pain around the battery site, into right side and right arm since shortly after being implanted. Patient indicated pain was different than chronic back pain. Patient would like to have stimulator explanted. Doctor confirmed lead was in the same place as it was implanted with x-ray. Patient tried.